Manufacturer narrative:
E1: (B)(6) . Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported on 07-jun-2026 that the patient experienced high blood glucose level and treated with correction bolus via insulin pump. There was no malfunction complaint found after troubleshooting of insulin flow blockage.